Event description:
It was reported that the catheter eroded the pt's vessel resulting in a large hemorhage. An emergency laporatomy was performed to stop the bleeding. There was no add'l complications.